Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A serial number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after the patient returned to the ward after having a microsensor implanted, the cranial pressure increased dramatically. Another icp was used but the pressure remained excessively high. To resolve the issue, the mcirosensor was disconnected from the monitor.

Manufacturer narrative:
The event associated with this complaint was incorrectly determined to be a reportable issue, when it should have been a non-reportable event. The complaint has since been corrected. This report is being updated to reflect that corrected information. At present, we consider this complaint to be closed.